Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarms. Eval found the ultrasonic sensor to have low readings. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed upsteam occlusion when no occlusion was present during testing. It was also reported that there was no pt involvement.